Manufacturer narrative:
The customer alleged discrepant results for 2 additional patients' samples. Sample 2 (patient 2) was tested on (B)(6) 2025: initial result: 80.08 pg/ml. The physician questioned the initial result as it did not match the patient's clinical picture and the sample was then repeated. Repeat result: 4.37 pg/ml. A new sample was drawn and tested resulting in a tnths stat value of 4.51 pg/ml. Reportedly, an amended report with the correct result was issued. Sample 3 (patient 3) was tested on (B)(6) 2025: initial result: 65.99 pg/ml. 1st repeat result: 15.00 pg/ml. 2nd repeat result: 15.34 pg/ml. The investigation is ongoing.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The qc was within the assigned ranges on the day of the event. The investigation is ongoing.

Event description:
We received an allegation about a questionable high result for 1 patient's sample tested with elecsys troponin t hs (tnths) stat assay on a cobas e411 immunoassay analyzer (rack system). Initial result: 101.0 pg/ml. A new sample was drawn and tested resulting in a value of 16.26 pg/ml. A 2nd new sample was drawn and tested resulting in a value of 16.40 pg/ml. The original sample was then repeated twice: 1st repeat result: 13.25 pg/ml. 2nd repeat result: 12.83 pg/ml. The repeat result of 13.25 pg/ml was deemed to be correct.

Manufacturer narrative:
The calibration was acceptable. The alarm trace showed sample liquid level detection noise after aspiration alarms on the day of the event. These are sample quality-related alarms. The customer and service maintenance were completed per the specifications. The provided sample picture showed a hemolytic sample. This is a hint for non-optimal sample quality. A general reagent or analyzer problem can be excluded because the qc prior to the event was within the ranges. The investigation did not identify a product problem. The cause of the event was due to a preanalytic issue (sample quality issue) at the customer site. Preanalytics are within the customer's responsibility.